Event description:
The patient's device system was returned to the manufacturer on (B)(6) 2011 by the patient's health care provider, and it was reported the patient "no longer wanted the device," and it was being returned for disposal only. No analysis was performed at that time, as no complaint was made against the device. On (B)(6) 2011, it was reported the patient had experienced shocking prior to explant. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.